Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 700 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's last infusion set change was the day prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.